Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 29ga 12.7mm 10bag 500 wal was missing the expiration date. The following information was provided by the initial reporter: material no: 328510 batch no: 5180853. It was reported no expiration date on a box of relion syringes. Verbatim: relative of consumer reported no expiration date on a box of relion syringes. Stated the syringes were purchased in 2015 and some were used. Advised that this product box would be expired.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 12.7mm 10bag 500 wal was missing the expiration date. The following information was provided by the initial reporter: material no: 328510 batch no: 5180853. It was reported no expiration date on a box of relion syringes. Verbatim: relative of consumer reported no expiration date on a box of relion syringes. Stated the syringes were purchased in 2015 and some were used. Advised that this product box would be expired.